Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the cut wire snapped prior to being used in the patient. The procedure was completed with another hydratome sphinceterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken at the distal pierce hole. The length of the exposed cut wire meet specification, when the handle was fully extended. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. Examination of the anchor determined the wire had been correctly soldered during manufacturing. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due handling/preparation of the device. Therefore, the most probable root cause is handling/damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the cut wire snapped prior to being used in the patient. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.